Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached from the tube and remained in the stomach. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device and was not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. It appears that the internal bolster was securely molded to the tubing. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Therefore, taking into consideration all this factors and the condition of the returned product, the most probable cause of this complaint will be documented as ¿operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached from the tube and remained in the stomach. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on march 11, 2018. Reportedly, the physician could not determine when the bolster was detached inside the patient. The detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally.